Event description:
It was reported that the radio frequency (rf) head was unable to interrogate the device while the patient was on the table. The rf head was replaced and the issue was resolved. It was indicated that it would be returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).